Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose, carbohydrate intake and insulin history. She could smell insulin leaking so the bolus delivery was stopped and gave a manual injection of 5.0 units of insulin. One hour later 331. The pod was then removed and she noticed the needle did not deploy the cannula into her skin.